Manufacturer narrative:
Additional information was received that the physician assessed that the infection was procedure related.

Event description:
A report was received that the trial patient was scheduled to have a lead pull and subsequent permanent implant procedure. A pre-operative blood test indicated higher levels of leucocytes, indicating a possible infection. The patient did not have any symptoms of infection. The patient underwent an explant procedure wherein all devices were removed. During the explant procedure there were no visual signs of infection. The patient was referred to an infection specialist.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the patient was administered antibiotics. The physician assessed that the infection was not device related.

Event description:
A report was received that the trial patient was scheduled to have a lead pull and subsequent permanent implant procedure. A pre-operative blood test indicated higher levels of leucocytes, indicating a possible infection. The patient did not have any symptoms of infection. The patient underwent an explant procedure wherein all devices were removed. During the explant procedure there were no visual signs of infection. The patient was referred to an infection specialist.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved in the event: model #: sc-2316-70, serial # (B)(4), description: infinion¿70 cm lead kit; model #: sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-3138-35, serial # (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the trial patient was scheduled to have a lead pull and subsequent permanent implant procedure. A pre-operative blood test indicated higher levels of leucocytes, indicating a possible infection. The patient did not have any symptoms of infection. The patient underwent an explant procedure wherein all devices were removed. During the explant procedure there were no visual signs of infection. The patient was referred to an infection specialist.